Manufacturer narrative:
Device was used as treatment, not for diagnosis. Date of report updated to 15 jan 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Volar locking plate osteosynthesis for distal radial fractures. Javed, s., shahid, r., thimmiah, r., el-deen, m. (2015). Journal of orthopaedic surgery, volume 23, no. (3), pp. 323-326. (B)(4). This report is for unknown synthes lcp devices, unknown lot, unknown quantity. UDI #: unknown part number, UDI unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature abstract: volar locking plate osteosynthesis for distal radial fractures. Javed, s., shahid, r., thimmiah, r., el-deen, m. (2015). Journal of orthopaedic surgery, volume 23, no. (3), pp. 323-326. (B)(4). The purpose of the study was to review the one year outcome after volar locking plate fixation in patients with distal radial fractures. The study consisted of 62 patients (22 men and 40 women), aged 17 to 86 years with a average age of 52.5 years. Three types od locking plates were used including synthes locking condylar plate (lcp). Complications reported included: stiffness, median nerve symptoms, malunion, implant removal for persistent pain and stiffness with no improvement, complex regional pain syndrome, and carpal arthritis. This is report 1 of 1 for (B)(4). For malunion, implant removal for persistent pain and stiffness without improvement and complex regional pain syndrome. This report is for unknown synthes lcp devices. A copy of the literature abstract is being submitted with this medwatch.